Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that during implant of the left ventricular lead, it was difficult to get the lead to make a turn with the attain select ii catheter. The physician commented on the lack of lead length that remained outside of the catheter. Multiple catheters were attempted with the lead. The lead was not used and a new one implanted. No patient complications were reported as a result of this event.